Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced adhesions, hernia recurrence, additional surgery, revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after onlay implant, the patient experienced adhesions, hernia recurrence, abnormal labs for wbc, benign membranous fibroconnective tissue, fibrosis, mild chronic inflammation, foreign body reaction, skin bridge, sharp and stabbing abdominal pain, mesh divided, sutures had torn through, bulging and pain at left lower quadrant. Post-operative patient treatment included incisional hernia repair with underlay strattice mesh, repair of incisional hernia, and hernia repairs with biologic and prosthetic mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.